Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: at segmental resection of lung, the surgeon started the firing to pulmonary parenchyma, however the tissue was hard and the firing stopped halfway. The surgeon removed the device from the tissue. The surgeon tried to remove the cartridge from the handle however the device was stiff and they removed the device by force, then some parts of the cartridge were broken. No patient injury.